Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), nasogastric tube. Per the preliminary evaluation, the clear tubing and the blue tubing did not appear to be completely attached to each other and have a gap where fluid could leak through. The nasogastric tube was filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from the gap where the clear tubing connects to the blue tubing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: read all instructions prior to use. Indications for use: bard nasogastric sump tubes are intended to be used for: ¿ decompression of stomach by suction or aspiration of gastric contents. ¿ short-term administration of term tube feeding, lavage fl uid and medications. Contraindications: ¿ patients with known tape or adhesive allergies. Warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Refl ux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for refl ux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fl uid through the prevent® filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections. Statlock® nasogastric stabilization device: avoid contact with alcohol or acetone; both can weaken bonding of components and statlock® stabilization device pad adherence." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient coughed and the ng tube leaked. The leak occurred at the indented portion of the tube, where the blue air vent connects to the sump tube. The complainant noted that at the time of the leak, the tube was not fully inserted and that the coughing was a response to the placement of the tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient coughed and the ng tube leaked. The leak occurred at the indented portion of the tube, where the blue air vent connects to the sump tube. The complainant noted that at the time of the leak, the tube was not fully inserted and that the coughing was a response to the placement of the tube.